Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube"), device breakage ("device breakage"), cervical polyp ("polyp on her cervix") and genital haemorrhage ("heavy bleeding / still bleeding. It was brown and just tonight turned red") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and hellp syndrome. Concurrent conditions included vaginal discharge, bacterial vaginosis, astigmatism, cheilitis, joint pain and ovarian cyst. Concomitant products included labetalol. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pains and cramping"). In 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cervical polyp (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods that last around 10 days / menorrhagia"), alopecia ("hairs has been falling out in handfuls"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("llq (pain)") and abdominal pain ("pain was located in abdomen"). The patient was treated with surgery (laparoscopic bilateral salpingectomies) and surgery (she had an abnormal colposcopy). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, cervical polyp, genital haemorrhage, pelvic pain, menorrhagia and alopecia outcome was unknown and the device breakage, vaginal haemorrhage, nausea, dyspareunia, abdominal pain lower and abdominal pain had resolved. The reporter provided no causality assessment for alopecia, cervical polyp and menorrhagia with essure. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, fallopian tube perforation, genital haemorrhage, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she used nexplanon. Diagnostic results: on (B)(6) 2015: us, pelvis and endovaginal pg: impression: mildly dilated tubular structure along the left lateral aspect of the uterus is nonspecific in appearance and is only partially included today's imaging. This finding may represent a dilated periuterine vein fallopian tube. Hsg: both essure coils appeared to be within expected location. Ultravist. Pt tolerated the procedure but had severe cramping. (B)(6) 2015; hysterosalpingogram with catheter contrast injection: the risks and benefits of the procedure were explained to the patient by the ob/gyn. There is no contrast, opacification of bilateral fallopian tubes beyond the essure device. Impression: appropriate position of essure device with no evidence for contrast spillage into intraperitoneal space. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fallopian tube perforation, device breakage, pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, abdominal pain lower, abdominal pain, dyspareunia , device breakage , nausea are added. Lab data updated. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube"), cervical polyp ("polyp on her cervix") and genital haemorrhage ("heavy bleeding / still bleeding. It was brown and just tonight turned red") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pains and cramping"). On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervical polyp (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods that last around 10 days") and alopecia ("hairs has been falling out in handfuls"). The patient was treated with surgery (laparoscopic bilateral salpingectomies) and surgery (she had an abnormal colposcopy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, cervical polyp, genital haemorrhage, pelvic pain, menorrhagia and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, cervical polyp and menorrhagia with essure. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:¿¿¿¿ most recent follow-up information incorporated above includes: on 24-jan-2018: new events added: heavy periods that last around 10 days, her hairs has been falling out in handfuls and polyp on her cervix. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube"), device breakage ("device breakage"), cervical polyp ("polyp on her cervix") and genital haemorrhage ("heavy bleeding / still bleeding. It was brown and just tonight turned red") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and hellp syndrome. Previously administered products included for an unreported indication: paraguard. Concurrent conditions included vaginal discharge, bacterial vaginosis, astigmatism, cheilitis, joint pain and ovarian cyst. Concomitant products included labetalol. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pains and cramping"). In 2015, the patient experienced menorrhagia ("heavy periods that last around 10 days / menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cervical polyp (seriousness criteria medically significant and intervention required), alopecia ("hairs has been falling out in handfuls"), abdominal pain lower ("llq (pain)") and abdominal pain ("pain was located in abdomen/ abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (laparoscopic bilateral salpingectomy) and surgery (she had an abnormal colposcopy). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, nausea, dyspareunia, abdominal pain lower and abdominal pain had resolved and the cervical polyp, genital haemorrhage and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, cervical polyp and menorrhagia with essure. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, fallopian tube perforation, genital haemorrhage, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she used nexplanon. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion on (B)(6) 2015: us, pelvis and endovaginal pg: impression: mildly dilated tubular structure along the left lateral aspect of the uterus is nonspecific in appearance and is only partially included today's imaging. This finding may represent a dilated periuterine vein fallopian tube. Hsg: both essure coils appeared to be within expected location. Ultravist. Pt tolerated the procedure but had severe cramping. In (B)(6) 2015: hsg: inconclusive (B)(6) 2015; hysterosalpingogram with catheter contrast injection: the risks and benefits of the procedure wereexplained to the patient by the ob/gyn. There is no contrast, opacification of bilateral fallopian tubes beyond the essure device. Impression: appropriate position of essure device with no evidence for contrast spillage into intraperitoneal space. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fallopian tube perforation, device breakage, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: plaintiff fact sheet received. Outcome of events, essure device perforated her fallopian tube, pelvic pains and cramping, abnormal bleeding (menorrhagia) was updated to recovered. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube"), device breakage ("device breakage"), cervical polyp ("polyp on her cervix") and genital haemorrhage ("heavy bleeding / still bleeding. It was brown and just tonight turned red") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and hellp syndrome. Concurrent conditions included vaginal discharge, bacterial vaginosis, astigmatism, cheilitis, joint pain and ovarian cyst. Concomitant products included labetalol. On (B)(6). 2011, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6). 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pains and cramping"). In 2015, the patient experienced nausea ("nausea"). On (B)(6). 2015, 4 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cervical polyp (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods that last around 10 days / menorrhagia"), alopecia ("hairs has been falling out in handfuls"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("llq (pain)") and abdominal pain ("pain was located in abdomen"). The patient was treated with surgery (laparoscopic bilateral salpingectomies), surgery (laparoscopic bilateral salpingectomy) and surgery (she had an abnormal colposcopy). Essure was removed in june 2015. At the time of the report, the fallopian tube perforation, cervical polyp, genital haemorrhage, pelvic pain, menorrhagia and alopecia outcome was unknown and the device breakage, vaginal haemorrhage, nausea, dyspareunia, abdominal pain lower and abdominal pain had resolved. The reporter provided no causality assessment for alopecia, cervical polyp and menorrhagia with essure. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, fallopian tube perforation, genital haemorrhage, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she used nexplanon. Diagnostic results: on (B)(6). 2015: us, pelvis and endovaginal pg: impression: mildly dilated tubular structure along the left lateral aspect of the uterus is nonspecific in appearance and is only partially included today's imaging. This finding may represent a dilated periuterine vein fallopian tube. Hsg: both essure coils appeared to be within expected location. Ultravist. Pt tolerated the procedure but had severe cramping. (B)(6). 2015; hysterosalpingogram with catheter contrast injection: the risks and benefits of the procedure wereexplained to the patient by the ob/gyn. There is no contrast, opacification of bilateral fallopian tubes beyond the essure device. Impression: appropriate position of essure device with no evidence for contrast spillage into intraperitoneal space. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fallopian tube perforation, device breakage, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device perforated her fallopian tube") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pains and cramping"). On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report